Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 71,198 joules of use and 15 minutes insufficient vaporization was observed with the first fiber. The first fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged. It was reported that the "fiber indicates expired at 72,000 joules." The procedure was completed utilizing a third fiber. There was no injury to patient reported. This report is for the first fiber used.